Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement and was confirmed via fluoroscopy. Patient was stable with normal device function. This ra lead was explanted, replaced with same model and will be returned for analysis. No additional adverse patient effects were reported.